Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2004. Revision surgery occurred nine months later, due to a broken femoral component.